Event description:
The user facility reported that the nurse used the involved 23g needle to draw up a vaccine and then attached the 25g needle to inject the patient. After the injection, the clinician went to activate the safety with hard surface activation and when they went to discard the needle, they stuck themselves because the needle was not fully incased. The patient is fine, and the procedure outcome was completed. There was no blood loss reported. The patient required medical or surgical intervention. There were no other devices or equipment used with the reported product. Additional information was received on 20 sep 2023: the patient (staff member) is stable. The injection that was being administered was a hiberix vaccine. Testing was not performed following the needle stick. The parent of the child declined to return for testing. The needle was not noted as damaged or bent in any way prior to activation.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not returned for evaluation, therefore the details of the actual condition of the sample were unable to be determine. Retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. Retention samples were further evaluated for sheath activation and deactivation functional test wherein all samples passed. A total of seventeen (17) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Simulation through manual sheath activation was conducted on the retention samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. The root cause of the complaint could not be identified to be related to our product or production process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.